Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and radiographs received. Review of the available records identified right total hip arthroplasty with superior dislocation of the femoral head and acetabular cup liner. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Follow up information suggests that the liner was not fully seated in the shell during initial implantation; however a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown 56 g7 osseoti multihole shell. Unknown stem. Unknown head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial right hip arthroplasty. Subsequently, the patient was revised approximately one week post implantation due to disassociation. The g7 freedom poly liner levered out of a 56 g7 osseoti multihole shell. Shell remained in place. The surgeon believes liner was not fully seated. Attempts have been made and additional information on the reported event is unavailable.